Event description:
Received information the patient programmer showed a power on rest condition after the patient had been defibrillated. The patient had not had stimulation since the defibrillation on (B)(4) 2011. The physician programmer also showed the por and the process for clearing the por was reviewed with the physician. Once cleared, this resulted in a return of stimulation in her typical area for the patient. Impedances were all checked and were within 700-1000 ohms. Battery life showed 74 months. Ins appeared to be working fine.

Manufacturer narrative:
(B)(4).